Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Medwatch report (B)(4) states: patient was undergoing a bone marrow biopsy during which time a bone marrow aspirate needle was inserted into the patient. Reportedly, when the introducer was removed the handle fell off. The procedure reportedly continued and was completed without harm to the patient. Original intended procedure: bone marrow biopsy. And aspirate patient age:(B)(6) years additional information received 7-aug-2017: the providers that have used these instruments confirm that in most cases, the plastic piece on the end of the needle was still on the needle, so we were able to grasp the small plastic end and withdraw the needle.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. No sample was provided for analysis. Consequently, the investigation was not able to confirm the reported failure mode. There were no issues found on the DHR for this lot (0001038740). Since no sample was provided for analysis, the investigation was not able to assess the reported failure mode. Consequently, no probable root cause was identified by the investigation. Since we were unable to identify a root cause for the failure, no corrective actions were identified at this time. We will, however, track and trend future complaints to see if this issue recurs.